Manufacturer narrative:
No alarms noted during testing. The pump powered up properly, and no blank display was noted. All operating currents were within specification. The pump passed the displacement and self tests. However, the pump had cracked battery tube threads, a broken reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a watchdog set test failure alarm on the insulin pump. Customer stated that they left their pump off while they were in the hospital for several days. Customer stated that they were in the hospital due to a non-diabetes related event and it was to have a pacemaker put in their body. Customer stated that the pump was off for about 4-5 days. Customer's blood glucose was 101 mg/dl at the time of the incident. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.